Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin I stat (short turn around time) - troponin I stat. The erroneous results were reported outside of the laboratory. The initial troponin I stat result was 10.000 ng/ml. This result was reported outside of the laboratory. Four hours later an additional sample was obtained and the troponin I stat result was 0.1 ng/ml. The initial sample was repeated on (B)(6) 2016 and the result was 0.100 ng/ml. No adverse event occurred. The troponin I stat reagent lot number was 186780. The expiration date was not provided. The field service engineer (fse) indicated that the analyzer performance check on (B)(6) 2015 was not within specification due to the reagent that was used. A specific root cause could not be identified. The possible root causes may be related to pre-analytics or a contamination of the instrument.

Manufacturer narrative:
Additional data was provided indicating the initial result of 10.000 ng/ml and the repeat result of 0.100 ng/ml were accompanied by data flags. The field service engineer (fse) ran analyzer performance testing on (B)(6) 2016 and this test did not pass. The fse identified problems with the mixer; he corrected this by performing an adjustment. The fse ran analyzer performance testing on (B)(6) 2016 and it was acceptable. Possible root causes may be related to the clotting time of 15 minutes which is too short compared to specified clotting times for serum tubes; or the issue with the bead mixer on the instrument could have caused erroneous results.